Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. The field service engineer was found the device was unpowered despite the cable being plugged in and the power module turned on. Isolating the power supply showed it was working fine. The issue was traced to a partially connected pyxibus connector on drawernumber 4. Then the service engineer reseated pyxibus connector on drawer 4 and allowing the station to power up functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using thebd pyxis¿ medstation¿ es the station was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.